Manufacturer narrative:
Correction b5/h6: the bur did not break, it was stuck in the associated attachment. Additional narrative h6: the quality investigation is complete.

Event description:
It was reported that during set-up for a surgical procedure, it was noted that the bur was broken inside the attachment. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event. It was subsequently confirmed that during service evaluation conducted at the manufacturer, the returned bur was not broken, it was stuck in the associated attachment.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device evaluated by manufacturer? Awaiting device return.

Event description:
It was reported that during set-up for a surgical procedure, it was noted that the bur was broken inside the attachment. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.